Event description:
It was reported that, after a procedure had been performed, patient claimed knee replacement broke down. No further details were reported. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.